Event description:
It was reported via repair work order that the head section would not load cot in ambulance due to a broken load wheel casting. Sharp edges were accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.